Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not performed as returns were not available. Trending review did not identify any trends for the complaint issue. Device history record review was performed on lot number 31141ud00, which did not show any potential non-conformances, deviations, or non-conformances. The overall performance of architect total ss-hcg reagents was reviewed using worldwide field data. The median value of the negative patient population tested with the complaint lot is within the established limits and comparable to historical reagent lot performance, which confirms no systemic issue for the lot(s). Labeling review concludes that the issue is adequately addressed. Based on all reviewed data, we conclude that there is no general issue with the architect total ss-hcg reagent lot(s) identified in this complaint. Corrected information found in section g1 manufacturer contact information.

Event description:
The customer observed a false positive architect total b-hcg results for one patient. Sid (B)(6) generated an initial result of 56.98miu/ml, repeated <1.2 miu/ml and <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.